Event description:
Medtronic received information that three years following the implant of this bioprosthetic valve, the patient developed severe mitral regurgitation. Partial prolapse and cusp damage was confirmed. Subsequently, approximately six weeks later, the valve was explanted and replaced with another manufacturer's valve, with no adverse patient effects.

Manufacturer narrative:
(B)(4). The device has been returned for analysis; however, the results are pending. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on the limited information at this time, no conclusive cause to this event could be determined. Upon receipt of analysis and investigation, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible. The non-coronary and left cusps appeared intact with no cuts and or/tears. A large tear was observed in the right cusp along the margin of attachment adjacent to the left right commissure. Intracuspal hematomas noted in the right and non-coronary cusps appeared to have occurred during explant. Thickened striations were observed in the belly of the right cusp. Tissue thinning was observed in the right cusp adjacent to the left right commissure. Leaflet tissue appeared to have been detached from the outflow margin of attachment adjacent to the right cusp. There was a thick collagen band across the leaflet from the commissure down onto the belly of the cusp that separated the intact portion of the leaflet from the section with the thinning and tearing. The collagen band separation looked like it segmented the stress across the leaflet and may have caused increased stress concentration on the side that was torn. The torn segment appeared that the leaflet may have been ballooning against the inflow sutures during the closing phase and wearing against the base stitching. The base stitching in this area looked like it was very close to the flexing area of the cusp, increasing the potential for contact of the leaflet with the base suture. As the wear occurred and worsened, it would have potentially breached the endocardium and exposed the myocardial tissue of the right cusp. The exposed myocardium likely set off an inflammatory response. The myocardium was cross-linked, but not in the same way that leaflets and endocardium was cross-linked. When exposed the myocardium is attacked by the host response. This may be why the myocardial tissue has just disappeared on this valve, leaving only leaflet and endocardium. Remnants of pannus remained attached to the sewing ring on the inflow. Pannus covered the existing sewing ring on the outflow, extending to the outflow rail adjacent to all cusps, onto the back and tops of all stent posts, partially covering the top of the right non-coronary commissure. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth. In addition, exposed myocardium likely set off an inflammatory response. These findings are generally considered a patient related condition. (B)(6).